Event description:
It was reported that during a preventive maintenance of the cool flow pump system performed by the biomed personnel of the hospital, he encountered an occlusion alarm failure. When the tubing was pinched at the entrance end of the tubing, the occlusion alarm came on. However it did not when it was pinched at the exit end. Flow rate was also reported to be inaccurate. The caller was unsure of the flow rate inaccuracy.it was not an occurrence during patient use. No other problem was encountered.

Manufacturer narrative:
(B)(4). It was reported that during a preventive maintenance of the cool flow pump system performed by the biomed personnel of the hospital, he encountered an occlusion alarm failure. When the tubing was pinched at the entrance end of the tubing, the occlusion alarm came on. However it did not when it was pinched at the exit end. While doing tests with the unit, the biosense webster field service engineer noted that the tubing used was older than 4 years old tubing. The biomed personnel stated that they will acquire new tubing and will call back if the alarm would not activate. After follow up with the customer, they stated that changing the tubing did not resolve the issue. They understand that the pump was out of warranty and replacement would need to be purchased. Customer stated that they are not interested in purchasing a new pump at the moment since they have other two working units. Device history record for coolflow pump serial number (B)(4) showed that no manufacturing or test failure was noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).